Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel on the outer wall of a tube, with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that gel additive was found on the outside of multiple bd vacutainer® sst¿ ii advance plus blood collection tubes. There was no report of exposure, injury or medical intervention.